Event description:
The customer reported the image on the left monitor cannot be rotated, the system emits x-rays on its own, the image disappeared during exposure, and the control wheel does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated and repaired the system operates as intended.